Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the insulin pump buttons were intermittently responding and very hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the down, left and middle buttons become unresponsive. Customer stated that the buttons were not ramping their own. Customer stated that the insulin pump was not dropped. The insulin pump will be returned for analysis.